Event description:
The customer reported that the system did not x-ray and the left screen was out of sync. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a bad contact in the dsad power supply connection and re-established the connection. The system now operates as intended.